Manufacturer narrative:
Updated fields: b4, d9 , g1, g3, g6, h2, h3, h6 (patient code, device code, method, result, conclusions) , h10, h11. Corrected fields: d1, d4, (model, catalog and UDI),d8. Customer called to report a cardiosave with "fan failure detected" message. The help screen advises to switch the pump for another. The cardiosave is pumping and there are no other alarms or messages present. They are retrieving the other pump from the cath lab and will call back if assistance is needed changing the pump. The pump will be reported to their biomed deparyment and it is not known if they will contact getinge for service. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and the hospital biomed department repaired this unit and there is no relevant repair information available.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) showed "fan failure detected" message. The cardiosave is pumping and there are no other alarms or messages present. There are no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.